Event description:
The patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully. It is not possible retrieve the information about primary surgery and implants.

Manufacturer narrative:
No further information could be provided, therefore no detailed investigation could be completed.there is insufficient information to establish a root cause in this case.